Event description:
It was reported by service report that the left head rail was not locking in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Grease dried on siderail, causing locking pin to not move.